Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a competitor&#38112;plate was originally implanted on (B)(6) 2014 to treat a mid-type shaft fracture. The plate broke postoperatively and the patient was revised with a synthes 95 degree condylar plate on (B)(6) 2015. During a postoperative follow-up examination on an unknown date, x-rays revealed that the synthes plate had broken and the patient suffered nonunion. On (B)(6) 2015, the patient was revised using another 95 degree condylar plate and five unknown screws. Reportedly, the surgery went well. The broken plate and five intact, unknown cortex screws were removed and the new hardware was lined up properly. The patient's postoperative status was reported as "fine." There was no surgical delay and procedure was completed successfully. This report is 1 of 2 for (B)(4).